Manufacturer narrative:
(B)(4) date sent to the FDA: 01/05/2016. (B)(4). It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy with right salingo-oophorectomy on (B)(6) 2011, and a morcellator was used. It was reported post-operatively that fibroids spread throughout the patient's abdomen, pelvis, small bowel, ovary and left fallopian tube. On (B)(6) 2010, the patient had surgery to remove multiple masses of the abdomen, pelvis, small bowel, ovary and left fallopian tube. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2013 the patient had surgery to remove multiple masses of the abdomen, pelvis, small bowel, ovary and left fallopian tube.